Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to an episode of atrial arrhythmia. No out-of-range measurements were observed. The device remains in service. No adverse patient effects were reported.